Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a 1" long x .040" wide section with material removed on the distal end of the instrument main tube. The damaged area is parallel to the tube axis and has a rough surface finish. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Per the info provided by the initial reporter, the instrument fragment was successfully retrieved from the pt.

Event description:
It was reported that during a da vinci s prostatectomy procedure, while the pt's ureter was being cut, the endowrist prograsp instrument and another instrument rubbed together and a 1" piece of fiberglass from the shaft of the endowrist prograsp instrument fell into the pt's abdomen. The fiberglass fragment was immediately removed and the same endowrist prograsp instrument was used to complete the planned surgical procedure. No pt harm, adverse outcome or injury was reported.